Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the air removal step of the cartridge change, the user noticed a small black eyelash object being pulled out of the cartridge and into the syringe. Additionally, it was reported that a small piece of septum material from another cartridge was pulled into the syringe. The user changed the syringe and completed the load process with the same cartridge for each event. There was no impact to the user's blood glucose level.